Event description:
It was reported that there was high impedance on the left ventricular (lv) lead three days after a routine generator replacement. During the revision it was discovered the incorrect device was implanted at the generator replacement procedure. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: products ID: 407652 lead, implanted: (B)(6) 2014; product ID: dtma1q1 crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.